Event description:
The user facility reported that during a laparoscopic cholecystectomy, the device experienced a complete loss of image. The procedure was completed with a different, but similar device and there was no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not confirm the user's report of a complete loss of image. The device was evaluated and found to operate appropriately, however the bending section cover was noted to be peeling at the distal end. The device has been serviced and returned to the customer. The cause of the user's experience cannot be conclusively determined. This report is being filed as a medical device report in an abundance of caution.